Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The leak was reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
The user noticed air in the sheath during aspiration and also experienced leaking around the valve. The sheath was exchanged and the procedure was completed. No adverse event occurred.